Manufacturer narrative:
The customer reported the luer broke off inside, and returned one use sample of material and lot unknown. Upon initial visual examination, the set verified the complaint of luer component damage and the luer post had broken off. The luer damage had occurred during use of the set, and any cause for the break was unable to be determined in the sample. A device history record review was not performed as the lot number is "unknown" for this complaint. The manufacturing plant was unable to trace the reported issue to the manufacturing process. The root cause is unknown.

Event description:
It was reported that unspecified bd infusion set had connection issues. The following information was received by the initial reporter with the following: it was reported that the customer was not able to draw blood with cap in place. When he removed the cap and put hub directly on the line, he attempted to remove hub and it broke off in the end of the line extension.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.